Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A d314trg implantable cardioverter defibrillator (ICD), (B)(6)  2013. A 5076 implantable pacing lead, (B)(6) 2007. A 6947 implantable tachy lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that during an attempted left ventricular (lv) lead implant, the physician visualized a stress mark with a possible tear in the lead push tubing near the retention sleeve and felt the lead may have been kinked or damaged. The lead was removed and replaced with a new lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the full 4195 lead was returned in segments, analysis was performed and no anomalies were found. It was noted that there was blood on the distal conductor of the lead and it was not obstructed and the overlay tubing of the lead was observed to have blood ingression. Further analysis comments included that the lead was returned with the anchoring sleeve covering the lobes, and dried blood under the anchoring sleeve. The only visual observation were minor cosmetic markings on the blue overlay tubing, likely due to the tubing coming in contact with an instrument or tool during the attempted implant. The lead showed no signs of being kinked,and all electrical testing was within specification. By design, left heart leads are manufactured with a septum in the distal tip that will sometimes allow blood ingress. Due to the design of the exposed lobes on the 4195 lead it is normal to see blood between the blue overlay tubing and the outer insulation.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.